Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was not confirmed or replicated. The device was put through extensive testing without duplicating the report. The power interface module (pim) board was replaced as a precaution. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, a spark was seen. Complainant indicated that there was no patient involvement in the reported malfunction.